Manufacturer narrative:
(B)(4). Investigation summary background: it was reported that on (B)(6) 2019, the (4) expedium spine system hex rod , (1) viper prime x-tab polyaxial screw, (2)drill bit was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves seven (7) devices. Investigation flow: damage. Visual inspection: the 1.2mm drill bit, 10mm - ao (p/n 288320110 lot ng29709) was received by us cq and it was observed that the threaded portion on the distal tip of the drill bit was bent. The complaint condition is confirmed. Device failure/ defect identified? Yes. Dimensional inspection: the outer 1.8 + 0 /- 0.05mm of the drill bit got measured. Drawing: mountaineer laminoplasty 1.8mm drill bits, (B)(4) rev f. Outer diameter: d = 1.8 + 0 /- 0.05mm. Caliper: ca 215p. Measured rod diameter = 1.79 mm. Conclusion: the measuring result does show conformity. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Document/ specification review: the following drawing(s) was reviewed: (B)(4) rev f, g. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. The complaint is confirmed. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for 10-12 drill guide was conducted identifying that lot number ng29709 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the (4) expedium spine system hex rod , (1) viper prime x-tab polyaxial screw, (2)drill bit was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves seven (7) devices.

Manufacturer narrative:
Product complaint # (B)(4).